Event description:
Broken clamp on the white lumen of the pt's trifusion. Trifusion had been in place since last winter ((B)(6) 2012). Needed to have catheter replaced. Replacement without incident. No long term harm.